Event description:
It was reported that a skin irritation causing pain, irritation, itchiness and a burning sensation at the pod infusion site, (arm). The patient reports while wearing the pod between 4 and 24 hours their blood glucose level had rose to over 400 mg/dl. As treatment, the patient applied a new pod. The patient had gone to a scheduled doctors appointment. The patient was prescribed a spray to be applied before every pod change. The patient was at their doctors office for 30 minutes.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.